Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received a report of a sapien m3 procedure in mitral position where on an unspecified date post procedure, the patient had pvl that had to be plugged. It is unknown what the pvl grade was prior to the plugging, and if it was resolved by plugging. Patient had a pre-existing mteer device attached at a2p2. A laceration of the anterior leaflet at index procedure was performed, creating and slda with clip still attached to the posterior leaflet, followed by implantation of sapien m3. Clip landed between dock and thv as observed on intraprocedural flr. Leak was observed in proximity of clip at index procedure tee.